Event description:
Report received from pv on 16may2024: one vial of 2005 units would not reconstitute. Patient had another vial on hand and was able to administer the prescribed dose. Ms received response from accredp 16may2024. Photos and samples are not available.

Manufacturer narrative:
This MDR is submitted following a retrospective complaint review conducted under CAPA: pr 5560509. The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. The sample was not available for evaluation and no photos were provided. Reported defect cannot be verified there were no nonconformities, failure, or deviations documented in the batch record during the manufacture of advate with baxject iii lot: tata005d which could have contributed to the reported problem. A review of the may 2024 monthly report for advate bjiii was also performed relative to the subcategory [?]reconstitution difficulty'. The complaint rate for 2024 is (B)(4), in comparison to 2023, (B)(4) and in 2022 (B)(4). D2a: procode: baxject iii is an integral device constituent of the advate combination product and is not marketed or regulated as a standalone medical device. The FDA emdr system requires selection of a product code; therefore, product code lhi was selected based on the device's reconstitution function and historical baxject product family. Baxject iii does not have an independent FDA device product code.